Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and reveal no other complaints relating to valve movement on balloon. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU, device prepping manual, and procedural training manual were reviewed. During certitude delivery system insertion, advance delivery system over guidewire. Engage loader fully into sheath until the loader clicks. Advance the thv past the hemostatic valves of the sheath into the larger proximal end of the sheath. Placement of the crimped thv in the larger diameter proximal portion of the sheath will allow for easier de-airing of the loader. Make sure to keep a firm grip on the sheath for support while engaging the loader. Tap lightly on the sheath housing to release air bubbles (do not use metal instrument). Lightly depress the single button valve on loader to de-air. Make sure bubbles release to the proximal end of the loader before aspirating. Advance the thv and delivery system through the sheath into the native valve. Use pigtail to identify the level of the aortic annulus. Resistance during tracking, prior to reaching native annulus, may indicate entanglement in mitral chordae. To prevent possible leaflet damage, the valve should not remain in the introducer sheath for over 5 minutes. High push force through the sheath may be experienced. Use short movements when advancing delivery system. No IFU/training deficiencies were identified. As the event was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Additionally, since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The thv movement on balloon was unable to be confirmed as neither the complaint device nor applicable imagery were returned for review. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, 'after the regular advancement of the certitude device it was noticed that the sapien 3 valve had shifted inexplicably to the proximal direction, right after its appearing from the sheath.' Additionally, the case notes mention, 'early unlocking of atrion device within the sheath' may have contributed to the complaint event. It is possible that early unlocking of the atrion may have partially inflated the balloon and expanded the valve. The partially expanded valve has a larger profile, which may have interacted with the sheath during delivery system advancement that pulled the valve proximally. However, without the return of the complaint device or applicable imagery, there is insufficient information to determine a root cause at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a transapical tavr case, after the regular advancement of the certitude delivery system, the 29mm sapien 3 ultra valve shifted in a proximal direction. This was noticed after the valve and delivery system exited the sheath. After several attempts to align the valve correctly within the aortic position they were unsuccessful, and the valve had to be deployed in the aortic arch where it was then post dilated. A second valve of the same size was used and successfully implanted immediately afterwards. No harm was caused to the patient. As per medical opinion, the valve movement on balloon happened due to early unlocking of the inflation device.